Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. The patient did not charge their device since implant and the ipg was deemed inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the ipg is functional and charging, therefore this event is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the ipg is functional and charging, therefore this event is no longer reportable.